Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
The customer reported that their vela ventilator failed to operate as intended during pre-test of the device. The customer reported that the device was alarming "circuit fault", "low pip" (positive inspiratory pressure), and "low ve" (minute ventilation). The customer reported that there was no patient involvement.

Manufacturer narrative:
The vyaire failure analysis lab received the suspected device/component and performed a failure investigation. The reported issue was confirmed and duplicated in the laboratory setting. The root cause of the reported issue was determined to be a failed pressure transducer on the main printed circuit board assembly.